Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not complete testing) was confirmed. Upon evaluation, the belt receptacle was damaged and the wire inside the receptacle was cut. The cause of the inability to complete testing is the damaged receptacle and wire. The root cause of the damaged receptacle and wire is excessive force placed at the receptacle. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it would not complete testing.